Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: PMA/510(k): k923607, k926214. [Investigation result] 1. Since the actual sample was not returned, investigation of it could not be performed. 2. Based on the description of the event, it was recognized that a metal needle was used in combination with the actual sample. 3. History investigation of the product with the involved product code/lot# could not be performed since the involved lot number was unknown. 4. Based on the past findings, we are aware that the outer layer may be peeled off when the radifocus guidewire m is used in combination with a metal needle. [Cause of occurrence/conclusion] since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. From the circumstances of the occurrence of this case, it was considered possible that the outer layer of the actual sample was peeled off since the actual sample was used in combination with a metal needle. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the guidewire was used when inserting a urinary catheter into the kidney of a patient with bladder cancer. Under local anesthesia, a metal needle was punctured from the right waist, and the guidewire was inserted into the metal needle under fluoroscopy. Then, when the guidewire was pulled out, it was noticed that about 5cm of urethane had peeled off the distal end, and the use of the guidewire was discontinued. The peeled-off urethane left in the body was able to be removed laparoscopically. The removal was successful, and there were no further problems to note. The procedure outcome was not reported. The patient was harmed but not seriously.